Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient reported that this morning they felt constant tingling like the therapy was activated that it was sending tremors down their whole leg. The patient mentioned the ins had not worked ever since it got implanted. The patient added they knew that the ins had not been active. The patient mentioned they lost their external device and had not used it for a long time. The patient added they had seen a urologist and a rep who made an adjustment with their ins since the therapy had not been working for them, but they couldn't recall the name of the doctor and when it was. The patient said the adjustment didn't work. The patient was redirected to their healthcare provider to further address the issue. The agent sent email for physician listing. The patient called back and mentioned previous information regarding their therapy never really helping them. The patient added that, this morning, their therapy started to "pulsate" and sent shocks down their leg. The patient stated that they called their doctor to set up an appointment, but they needed to turn their therapy off. The patient mentioned that recently in the last hour the shocks became very painful and that they felt like a taser was on their buttock. The patient then added that they were unable to turn their therapy off because they lost all their external devices in a housefire. The agent sent a request to repair for a replacement.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.